Event description:
Implant was extra cochlear due to ossification. Patient had exhibited long term problem with infection locally.

Manufacturer narrative:
Cochlear attempted an electronic submission in 2009, unsuccessfully. Cochlear submitted paper submission ten days prior and per FDA request, submitting electronically.